Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. H6- medical device problem code: "3001" should be removed and "1401" should be added. H6- medical device code: 1494- off label use (age<21) . Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -16.00/4.5/002 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022. Lens rotation not associated to a low vault and refractive change overtime was observed. On (B)(6)2023 the lens was exchanged for a different power lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).